Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 170mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 2.50x16mm promus premier stent delivery system (sds) was selected for use. During the procedure the sds broke in half outside of the patient. The procedure was completed with an unspecified size promus stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 2.50x16mm promus premier¿ stent delivery system (sds) was selected for use. During the procedure the sds broke in half outside of the patient. The procedure was completed with an unspecified size promus stent. No patient complications were reported and the patient's status was stable.